Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was unable to confirm the customers' reported failure of "leaking, due to broken lens adhesive". However, the reported event of "halo ring on the display" was confirmed. It was determined that it is likely the following led to the malfunction: due to a crack on adhesive around objective lens, flare occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the jet tube (j-tube) had (white) foreign objects . There was no patient involvement.